Event description:
On september 11, 2023, a cer literature search for the tracheobronchial stent product family was performed. The literature alleges that six tracheobronchial stents were placed in 3 lung transplant patients that resulted in 6 mucus build-up issues along with noted stent stricture damage.

Manufacturer narrative:
The alleged literature device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned later, the investigation will be reopened.